Manufacturer narrative:
The facility has not completed repairs to the stretcher.

Event description:
Alleged when the brake is set on the stretcher, the casters do not roll, but they will rotate around.